Event description:
It was reported that perforation was observed via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead stiffness test was performed and found to be within specification.